Event description:
The following has been reported: clinical value analyst reported: during an infusion, IV fluid began flowing out of the y-port closest to the patient. The first time this happened was in a chemotherapy simulation scenario so only saline was expelled from the tubing. The second time occurred during patient care while chemotherapy was being administered, and the chemotherapy spill protocol needed to be implemented. The tubing from the 2nd instance was saved by the nurse. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation. However, based on the complaint description, probable root cause could be related to a defective y-site. The current process controls detection includes post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. 100% visual inspection is performed in manufacturing line.